Event description:
The following information was initially reported to gme via whatsapp from our distributor for middle east, together with an image of burn marks at the (lower) back of a female patient. "Child 7 years old, has psoriasis as per the doctor. Med test applied, skin type 3-4 as per the picture, med should be less than 200 mj/cm² parameters used to treat 1,350 mj/cm² for no reasons. It is new customer who purchased the flexsys with 308 nm applicator, and this is the first treatment. I investigated the case as per the doctor request to find out who did this mistake and discovered that the nurse doesn't understand med in proper way.. She is going to select the highest value of med instead the lowest." The attached image shows the med-test was carried out on slightly darker skin than the treatment area. Lowest med-dose shows light skin reaction already. Treatment of 26 locations resulted in circular burn marks (~15mm diameter).

Manufacturer narrative:
Analysis see: attached file "analysis on adverse event 230316"